Event description:
It was reported that the patient experienced unspecified issues with a previous ambicor penile prosthesis (app). The device was removed on (B)(6) 2018 due to infection. A new inflatable penile prosthesis (ipp) was implanted on (B)(6) 2019. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient experienced prosthesis infection. The device was not return. Patient had a good outcome.